Event description:
It has been reported to philips that there was an unintended movement. The c-arm moved in two directions when only one movement was requested. The issue did not have an impact on the patient procedure. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was a problem with the geometry module's joystick. The geometry module has been replaced and the system was returned to use in good working order.